Event description:
Initial reporter indicated to MFR that, "she has had seizures since her first dosing." The pt has not been back to her treating physician since her first vns dosing appointment. It is unk at this time, if the pt's reported seizures are above her pre vns implantation seizure rate. Good faith attempts have been made for add'l info about the reported event. No device malfunctions are suspected.